Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right iliac artery. The catheter performed as intended and the iliac lesion was successfully treated. All 300 pulses were delivered. The physician was satisfied with the result. Following treatment, while retrieving the catheter, it became stuck in an 8 fr terumo sheath. The catheter and sheath were removed together, leaving wire access. However, the guidewire became kinked during the process and vascular access was subsequently lost. The physician re-accessed the right groin to deploy iliac stents. During the exchange, the patient experienced a vasovagal response (transient nausea and a drop in blood pressure, resolved without sequelae), and localized swelling at the right groin access site was noted at the time of device and sheath removal. A rapid response was initiated, the patient stabilized, and the procedure was successfully completed. No balloon rupture or loss of pressure was reported prior to the attempted removal, and the balloon was fully deflated. After withdrawal, the emitter wires were noted to have kinked. The component securing the emitter wires was found separated from the balloon. The timing of this separation is unknown. The patient experienced localized edema at the right groin access site, presenting as a hematoma of moderate-to-severe severity, and reported minimal groin pain with sensitivity to pressure during hemostasis. The physician subsequently reported that the patient was in good condition.

Manufacturer narrative:
The subject device was returned for investigation and inspected. All components were returned and accounted for. No components were noted to be missing. The investigation confirmed the reported failure. The returned catheter was found to be damaged and detached at both the inner and outer shaft. Based on the reported information and investigation findings, it is possible that the catheter became stuck, and detachment occurred when force was applied to remove the device. The instructions for use states: "do not use excessive force/torque when using this device as this could result in damage to the device components and patient injury". The cause of the device being unable/difficult to remove could not be determined based on the information provided. Review of the event by shockwave medical safety and medical affairs determined that the device being difficult to remove, resulting in access site hematoma and a vagal episode, is both procedure- and device-related, as the procedural complications observed contributed to the patient outcome. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.